Event description:
The consumer alleges while walking to a desk at the doctor's office, the walker snapped at the bottom where the crossbraces are, causing them to fall over top of the walker and hit head on the desk. This allegedly resulted in a cut to head resulting in 17 stitches.